Event description:
Customer reports four incidents of blood leaks with the psn 210 dialyzer in 2001. Blood leak occurred at the start of treatment and was not noted on the blood leak alarm and verified with positive hemastix. Blood was not returned to the pts with an unknown estimated blood loss. Treatments were resumed with new disposables and completed without further incident. No pt injury or medical intervention reported per customer.